Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation/clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), weight increased ("weight gain"), migraine ("migraines"), depression ("depression") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, abdominal pain lower, weight increased, migraine, depression and myalgia outcome was unknown. The reporter considered abdominal pain lower, depression, menorrhagia, migraine, myalgia and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.